Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was pulling off the leg bags and not doing well with the drain bag. Patient was not allowing the drain bag to hang properly for drainage. Patient was pulling it up into bed and ending up with a urinary tract infection. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event was confirmed, as a use-related. It was unknown whether the device had met specifications. The product used for the treatment purposes. The reported failure was related to the misuse of the product. A potential root cause for this failure mode could be due to "drain bag was not used as recommended in the IFU." The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194).when using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient was pulling off the leg bags and not doing well with the drain bag. The patient was not allowed the drain bag to hang properly for the drainage. The patient was pulling it up into the bed and ending up with a urinary tract infection. It was unknown what medical intervention was provided for the urinary tract infection.